Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
New information received notes that prior to the procedure, high capture threshold was observed.

Event description:
It was reported that the asymptomatic patient presented in-clinic for a scheduled lead revision due to low r-wave amplitudes and intermittent post-sensed t-wave oversensing. During repositioning, the helix was unable to be retracted. The lead was explanted and replaced. The procedure concluded successfully with the patient having remained stable before, during, and after. The patient will continue to be monitored.